Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with stent struts lifted from crimped stent position. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25may2021. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left anterior descending artery. Following pre-dilatation, a 3.00 x 48 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was good. However, returned device analysis revealed stent damage.